Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the connection between the cartridge tubing and the infusion set was loose in intermittent cartridges. Additionally, it was reported that an air bubble was observed at the cartridge connection. The cartridge was changed to address the event and insulin delivery was resumed. There was no impact to customer¿s blood glucose.